Manufacturer narrative:
The investigation of the picture of the device was completed by the failure analysis lab on 4/30/2020. Device evaluation summary: according to the information received, the box was received severely damaged and the device is leaking. Upon visual evaluation of the images provided in the complaint, the packaging of the product appears damaged, however the leaking could not be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Please ship the product back to us to receive a more detailed analysis about your product complaint. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 590cc mentor memorygel breast implant experienced an out of box rupture pre-operatively. Physician received the box severely damaged and implant was leaking everywhere. There were no patient consequences and no reported procedural delays.